Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the left internal iliac artery (iia) using pod coils, pod packing coils (pod pcs), a ruby coil detachment handle (handle), a lantern delivery microcatheter (lantern), a non-penumbra catheter, and a guidewire. It was noted that the patient anatomy was tortuous. During the procedure, the physician experienced resistance while advancing the first pod coil through the lantern. Subsequently, the pod coil unintentionally detached inside the lantern. Therefore, the lantern containing the detached pod coil was removed, and the pod coil was flushed out on the back table. The procedure was completed using two pod coils, one pod pc, the same handle, the same lantern, the same catheter, and the same guidewire. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned pod8 confirmed that the embolization coil was detached from the pusher assembly. Evaluation revealed that the pull wire was advanced distal to the pusher assembly ddt. If the device is advanced against resistance, damage such as this may occur. The root cause of the reported unintentional detachment could not be determined. Further evaluation of the device revealed kinks on the pusher assembly and the embolization coil had an offset coil wind. This damage was likely incidental to the complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the unintentional detachment. H3 other text : placeholder